Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the report of a system error 2240 could not be confirmed and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell. The home patient (hp) had received the alarm earlier and had already spoken to her registered nurse. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extension line were in use. The patient had not disconnected prior. The hp had three bags connected and no unused lines. All of the bags were properly connected. The hp had solution in the heater bag only and did not notice any leaks. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The baxter technical services representative explained the alarm. The patient would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.